Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. The 2.75x16 mm taxus express2 drug eluting stent was found to have a bent stent strut when taken out of the package. The procedure was completed with another taxus stent.